Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 90% stenosed distal circumflex artery. A 2.0 x 15 mm mini trek was used for pre-dilatation and inflated to 14 atmospheres for 15 seconds; however, during the second inflation the balloon ruptured at 14 atmospheres. There was no resistance noted upon removal of the catheter. A non-abbott balloon was used to complete the procedure without stenting. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: eel light. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.